Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop) within a coyote es product pouch and shelf box. The balloon was deflated, as-received. The inner shaft was buckled 4mm from the proximal end of the proximal markerband to the inner shaft/distal balloon waist/tip bond. The bond was flattened. Analysis results are consistent with the reported balloon damage; though there was no damage to the balloon. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, the balloon catheter was stuck on the guide wire. The target lesion was located in a moderately calcified and mildly tortuous anterior tibial artery. A 2.5mm x 40mm x 146cm coyote balloon was selected to treat the target lesion. However, the balloon became accordion on a victory guide wire and the physician was unable to further advance the wire. The coyote balloon catheter was stuck on the victory guide wire. The devices were removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient is fine.